Event description:
Customer reportedly received results of 371 mg/dl and 143 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. Controls were run and out of range. Requested return of suspect device and replacement was sent.